Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: 100040718072. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a pituitary tumor removal procedure. It was reported that intra-operatively, the surgeon experienced an alleged skull base inaccuracy of five millimeters. The surgeon did the registration, and had about two millimeters registration accuracy with yellow zone of accuracy covering the entire sinuses. On the surface, the instruments tracked completely accurate, but when the surgeon was at the skull base, the surgeon stated they were off by five millimeters. Another registration was performed with the same behavior. A manufacturer representative added a touch point on the collumella, and the registration accuracy metric dropped to 0.4 millimeters overall but the surgeon observed his tracking was off by five millimeters at the skull base. The representative reported that the trace pattern covered the nose, temples, and went up on the forehead above each eye. Conflicting information was later reported stating that the registration was approximately one centimeter off at that the skull base and could not be corrected. Follow-up for clarification will be conducted. The site was getting full green spheres of accuracy over the entire sinus yet it was consistently off one centimeter. Because of this, navigation was aborted at the most critical part of the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of approximately fifteen minutes due to this issue. A manufacturer representative reported that the issue has not occurred since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the accuracy was off by over five millimeters, close to one centimeter. The system gave a 0.4 millimeters on the accuracy verification page when the skull base was touched.